Manufacturer narrative:
Results: damaged motion interrupt pan.

Event description:
It was reported by service report that the head right side of the motion interrupt pan was damaged at the keyhole. No patient involvement or adverse consequences were reported.